Event description:
It was reported that while a primary infusion was running, a different medication appeared on the pcu screen as a secondary infusion. There was patient involvement but patient impact is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that while a primary infusion was running, a different medication appeared on the pcu screen as a secondary infusion. There was patient involvement but patient impact is unknown.

Manufacturer narrative:
Additional information: imdrf annex a, g, b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established, a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable. Correction : describe event or problem, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that while a primary infusion was running, a different medication appeared on the pcu screen as a secondary infusion. There was patient involvement but patient impact is unknown. Although multiple requests have been made, no additional information was provided.